Event description:
A nurse reported that the IV pole would not go up or down and low aspiration was experienced during a cataract extraction procedure. The sys was exchanged and the case was completed following a 20 minute delay. There was no harm to the pt. Add'l info was received indicating a glove was stuck in the IV pole.

Manufacturer narrative:
The facility did not request svc. The customer was able to get the glove unstuck from the IV pole shaft, and the low aspiration issue was resolved by replacing the cassette. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause of the reported low aspiration is unk as the customer resolved the issue upon replacement of the cassette prior to any field svc. The root cause of the reported IV pole issue is attributed to a foreign material caught in the IV pole assembly and obstructing movement, per the customer. The sys operator's manual states, "keep clear of the IV pole when it is in motion to prevent skin, hair, and/or clothing from being trapped in the IV pole mechanism. The IV pole moves during power on/off, priming, and bottle height adjustment." (B)(4).